Event description:
"Internal alarm" was reported on the smiths medical cadd-legacy one ambulatory infusion pump. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Multiple high pressure alarm messages after pump starting were found in the pump's event history logs. Visual and functional testing were performed. Found user induced fluid ingression on pump by the chassis base of the downstream occlusion sensor which causes the "internal alarm" issue.the reported issue could not be duplicated; however, the downstream occlusion sensor was replaced as preventative measure.